Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "damaged product during shipping". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the catheters were bent and twisted making them hard to insert.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the catheters were bent and twisted making them hard to insert.